Manufacturer narrative:
Actual device not returned, 5 instruments from same batch evaluated with no defects found. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, abcde) no; clip in jaw, abcde) yes; clip stack pressure, abcde) good; clip staging, abcde) good; clip track location, abcde) good; condition of cartridge cover tabs abcde) good and total # clips remaining, abcde) 22 each. Functional tests & results: anti-backup functional, clip form and feed properly, cycle applier, and lockout functional, abcde) yes. Analysis conclusion: abcde) based upon the inquiry info received, the visual examinations and the functional tests,no conclusion could be reached as to what may have caused the reported incident during surgery. The appliers were received in sterile unopened blister packs. Note: the actual complaint instrument was not returned for analysis and no evaluation and determination could be made. The appliers were examined and found to be functional and were cycled, fed, and properly formed the remaining 22 clips each, all within design specification. It was concluded that the appliers were conforming to design specifications. No conclusion could be reached why the reported instrument's "clips were scissoring" during surgery. Abcde) each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The mcs20 was used during an unk procedure. It was reported the clips were scissoring. The hosp asked to have have rest of lot returned. There was no consequence to the pt.